Manufacturer narrative:
The subject device was returned for device investigation. There was no report on the subject device being used in procedure after the suggested event was reviewed. The complaint is for the issue of ¿the device cannot be cleaned and repeatedly becomes contaminated; an internal defect is suspected.". The device was culture tested positive by the customer. No customer hygiene microbiological investigation (hmi ) information provided. Olympus hmi third party showed no growth, no detection. The device was tested negative by olympus, therefore the user request of contaminated is not confirmed. Olympus was able to confirm the customer failure "an internal defect is suspected." And determined the following cause: "due to a pinhole on ch-tube, water tightness is lost. Based on the results of the investigation, a root cause could not be determined. Olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. Per the report, the device cannot be cleaned and repeatedly becomes contaminated; an internal defect is suspected." The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.